Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus. A field service engineer (fse) reseated all cables to resolve the issue. Fse mentioned that the station was back on, there was no failed icon presented. The customer verified the functionality, and it all worked without any issue. The system functioned as intended after the field service engineer investigated the device.